Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a skin irritation (thigh and arms) and contacted their doctor. For treatment, the patient was prescribed a skin cream called mometasone. The patient also was able to take benadryl (otc). The patient was discharged on the same day.